Event description:
Pre op va od 20/80. He had suptemp edema and we did micropulse supratemp with power of 700. Also when I titrated on him up to 1400 he did not show any signs of burns. He is now 20/70 with supratemp burns. Not unhappy.